Event description:
It was reported that during the procedure to treat an eccentric, de novo lesion in the moderately tortuous, distal right coronary artery with a 2.5x15 rx xience prime stent delivery system (sds) a dissection occurred when deploying the stent without any deployment issue; no resistance had been felt during advancement or during retraction of the sds and the stent was angiographically confirmed to be fully apposed to the vessel wall. The dissection was successfully treated via deployment of an unspecified stent. No device or other procedural issues were noted. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device remains in the patient. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.